Event description:
It was reported patient had primary surgery approx. Six months ago for a hip fracture. Patient was revised. As per sales rep, gamma nail broke at junction of lag screw and gamma nail. Doctor took out locking screw 5 x 35.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.